Event description:
The manufacturer received information alleging a ventilator was alarming for a high internal oxygen condition. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module pca was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the ventilator powered on without keypress activation when the sd card was inserted. The device's system pca was replaced to address the issue.